Event description:
Customer reported that the device did not have enough power, and the sleeve lock lever was defective. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. During pre-repair assessment performed by a technician, functional testing was performed and revealed the hose did not have a pressure control valve and the safety lock was defective. This was attributed to normal wear. The hose, shaft, and bearings were replaced. The device was repaired and returned to the customer.